Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR for the gencut core biopsy system. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient received a left iatrogenic pneumothorax during a superdimension enb procedure. Patient had post-op sob & chest pain. The initial chest x-ray showed small 10% pneumothorax and it progressed to 50%. A chest tube was inserted and the patient was admitted for observation. The chest tube was removed on (B)(6) 2016 & the patient was discharged to home on (B)(6) 2016.